Event description:
It was reported that 8600mg of ifosfamide and mesna were infusing in separate channels with 2000 ml of 0.9% sodium chloride on (B)(6) 2022 at 1846. The patient was given continuous 24 hour infusion. However the infusion ended early on (B)(6) 2022 at 1640. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.